Manufacturer narrative:
A supplemental report will be submitted once additional information becomes available.

Event description:
After removing the size 7 x 8 insert trial after trialing, the scrub tech commented that the insert trial appeared cracked. I inspected it and agreed that although it was intact, it was cracked. There were no problems with the use of the trial or complications to the surgery because of the crack.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown size 7 x 8 tibial insert trial was reported. The event was not confirmed. Neither the event was confirmed nor the root cause could be determined because the device was not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
After removing the size 7 x 8 insert trial after trialing, the scrub tech commented that the insert trial appeared cracked. I inspected it and agreed that although it was intact, it was cracked. There were no problems with the use of the trial or complications to the surgery because of the crack.